Manufacturer narrative:
Continuation of d10: 429888 lead; 6935m62 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with heart rates in the forties observed on telemetry by the clinician.  It was noted that the current electrograms (egm) showed significant t-wave oversensing (twos) by the right ventricular (rv) lead, below where the lower rate pacing can occur.  It was also noted that the right atrial (ra) lead exhibited potential undersensing.  It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed questions marks instead of a threshold value for the device feature that automatically monitors pacing thresholds.  The device, ra lead and rv lead remain in use.  No further patient complications have been reported as a result of this event.